Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the infusion set cannulas had been bent. The blood glucose reading was 400 mg/dl about two weeks prior, when the issue first occurred. The customer has sufficient subcutaneous tissue where the infusion set is inserted, and there were no issues with scarred or hardened tissue, or stretch marks. The caller was advised on proper insertion technique and rotating insertion sites. The caller declined troubleshooting for high blood glucose.